Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The lesion was pre-dilated with semi compliant balloon and stented with a 3.0x18mm xience alpine at 16 atmospheres. Fluoroscopy after stenting revealed a dissection at the distal end of the stent. The dissection was covered with a 2.75x15mm xience alpine. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.